Event description:
Family member of home pt (hp) reports incomplete prime of pt line of home choice set. Hp was unable to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention reported by a son of hp.